Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) inquired about performing a longevity calculation. It was reported that there was a possible open circuit, with no patient symptoms alleged, as of an unknown day. The patient was programmed on l at 2.9v, 100pw, 185 rate, 509; and r at 3.2v, 60pw, 185 rate, 509 ohms. It was confirmed the patient has the implant on at all times, is 21.6 months to elective replacement indicator (eri), 2 years to end of service (eos). The patient's indication for implant is unknown.